Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 397 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was diabetic ketoacidosis. Customer was advised to follow up with the doctor. Customer was wearing the pump at time of hospitalization. Customer declined to perform the high pressure test. Customer stated that she doesn't feel safe with the pump. Customer was advised to discontinue use of the pump and we will replace it.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.